Manufacturer narrative:
(B)(4).

Event description:
Caller tested 5.0 inr and 1.7 inr on the coaguchek xs system. Customer may have dosed incorrectly, however, customer was not able to clarify fully. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.